Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Unable to download using thump software due to blank display. { use za58} proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within spec (20.4mv). Unit also receive with serial number label damage (faded), cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary, customer concerns about cosmetic damage were confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.